Event description:
It was reported that patient presented in clinic for scheduled procedure. Post procedure - after leaving procedure room, it was noted that atrial lead had dislodged and was confirmed via x-ray. It was also noted that the lead exhibited failure to sense and failure to capture. The lead was repositioned on (B)(6) 2024 as a result. Patient condition was stable pre, during and post procedure.